Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that the patient felt like they had electric feet, and it only happened at night. The patient noted they turned the stimulation off at night and they still had it. The patient felt it when stimulation was on and off, they've called their surgeon but hadn't heard back yet. The patient had called their doctor and they didn't know. The patient stated they didn't notice it until after they recovered from the surgery probably because they were on drugs, and it was gradual. The patient stated they felt like they might have damaged a nerve during the surgery. The patient stated they had restless leg, but that they had it before the implant and it was more like jumpy. The patient noted taking gabapentin for it. The patient was redirected to their healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that they had told their surgeon that they were having problems with their feet and they were referred to a neurologist who they were currently on a wait list for. On (B)(6) 2019, the patient reported they were still having the issues with their feet, and it was different than the restless foot syndrome they had. The patient stated the stimulation was off and they turned all of the groups down to 0.0 and they still had the foot issue. The patient stated they saw the surgeon again and offered to take the stimulator out. The healthcare provider thought it would be a good idea to have a representative at their next appointment. A rep was emailed to contact the patient and they replied indicating they would. No further complications were reported.